Event description:
Abutment fractured after being in the mouth for several weeks. No patient injury

Manufacturer narrative:
Device not yet received for evaluation. This event is being reported due to a single preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote.

Manufacturer narrative:
The device was not returned to the manufacturer. However, the investigation for this type of failure concluded that the fracture was related to the design at the hex connection and the screw access hole which led to the recall.